Event description:
Hosp reported pump was set at a rate of 4ml/hr and the fluids continued to run as if the door was open. They also advised a mobile phone was being used in the vicinity at the time.

Manufacturer narrative:
Manufacturer's report date 06/10/1998. An internation alaris service center tested the pump and all test results were found to meet manufacturer's specifications. Co was unable to verify the reported overinfusion. Possible causes for overinfusion/freeflow may be the user misloadong the set, mis-programming the pump or not using the roller clamp when the set was outside of the pump mechanism. Proper techniques for loading the set, per directions for use, is: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector." "Do not use the door to close the orange latch." The amnufacturer has implemented a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11,1997, has been mailed instructing the user to measure the mechanism gap, replace the follower housing assembly if necessary, ensure that the set is correctly loaded into the pump mechanism. This instrument meets the current standard for emc (iec 60601). On page 6 in the directions for use there is a note which states "rtadio frequency interference: operating the pump near equiptment which radiates high energy radio frequencies (e.g. Electrosurgical/cauterizing equiptment, portable radios, cellular telephones, etc.). May cause false alarm conditions. If this happens, reposition pump away from the source of interference. The manufacturer will continue to monitor customer complaints with regards to this issue.